Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2014, the pt underwent a trial procedure. During the procedure, the doctor experienced difficulty advancing both leads intended to be implanted due to scar tissue. In turn, the pt experienced leg and vaginal pain. As a result, the leads were removed and the procedure was abandoned. Post-op, the pt felt better over time.